Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this malfunction with the customer over the telephone and recommended replacing the breath delivery (bd) graphic user interface (gui) cable. The customer reported to have performed tests on this ventilator and was unable to duplicate the reported malfunction. It is unknown if the bd gui cable was replaced. The unit was found to be operating within the manufacturing specifications.

Event description:
It was reported that during patient use, a ventilators display became blank. The patient was transferred to another ventilator without harm.